Event description:
Reportedly, after implantation it was recognised during angiography that stent is misshaped. Assumption of partial elongation of the stent.

Manufacturer narrative:
Device not returned.